Event description:
Pt developed an infection at the pulse generator/pocket area following vns implant surgery. Physician indicated that they did not use the ncp system tunneling tool during the implant procedure because they used a single-incision method. The infection was treated with antibiotics and I&d. Pt was seen by neurosurgeon twice and it was reported that at both visits, the incision was clean, dry and healing well.